Event description:
Pt was placed on sarita lift, and the foot support cracked lacerating the pt's feet and fracturing both femurs. Pt died five days following the incident. This incident is currently under investigation by the hosp and arjo, inc. Cause of death is not known at this time.

Event description:
Pt was placed on sarita lift, and the foot support cracked, lacerating the pt's feet and fracturing both femurs. Pt died five days following the incident. This incident is currently under investigation by the hospital and arjo, inc. Cause of death is not known at this time.